Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
Event summary: cook was informed of an incident involving a ngage nitinol stone extractor. The device reportedly would not open/close during a ureteroscopy procedure. Another device was used to complete the procedure. The patient reportedly experienced no harm as a result of the issue. Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. The device returned had packaging with a different lot number than was originally reported. The device was returned with the handle in the open position, and the basket formation was in the closed position. The mlla (male luer lock adapter) and collet knob were tight and secure. The polyethylene terephthalate tubing [pett] measured 3.7 cm in length. The basket sheath appeared frayed and partially severed at the tip of the support sheath. When attempting to actuate the basket formation, the coil assembly got caught on the frayed portion. Function test determined the handle does not actuate the basket formation a lot history search found one other complaint had been reported for the complaint lot. The other complaint was created for the same issue that occurred with the same customer. Investigations of both devices found they were non-functional due to sheath damage. As both issues occurred during use of the devices, it was possible that they were inadvertently damaged due to excessive force during use, but there was not enough evidence to conclusively determine excessive force was the cause. There was no indication of a common cause issue that would indicate other devices in the lot were non-conforming. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: caution: this device is conductive. Avoid contact with any electrified instrument. Caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. Store in a dark, cool, dry place. The returned device had a basket that was closed and could not be opened due to sheath damage. The sheath was frayed and partially severed at the yellow support sheath. The sheath damage was preventing the basket from functioning. The sheath may have been inadvertently damaged during use, but no information related to handling damage was known, so the cause could not be confirmed. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510k # ¿ exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during a ureteroscopy with attempted removal of 2-3mm renal stones using a ngage nitinol stone extractor, the basket would not open or close properly. Another same type device was used to complete the procedure. The patient did not require any additional procedures due to this occurrence. No adverse events have been reported as a result of the alleged malfunction.